Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at the time. A procedure form received on 5/26/2017 stating that intermittent loss of capture and some diaphragm stimulation noted on atrial lead the physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).